Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7752529, 510k #k082728 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:tuberculosis spondylitis procedure: posterior fusion levels implanted: c5-t2 it was reported that on (B)(6) 2019, intra-op, while performing final tightening for mas crosslink locking screw, the screw head moved and due to this final tightening could not be done, so mas crosslink was installed to another place. No patient complications were reported as a result of the event.